Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and calcified lesion, located in the left anterior descending artery, exhibiting 70% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath, with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did pass through a previously-deployed stent. It was reported that stent dislodgement occurred during removal following failed delivery. It was described that multiple attempts to stent the vessel were performed using the device without success. The stent dislodged from the balloon and remained in the patient. Multiple attempts to retrieve the dislodged stent using a snare were unsuccessful. Subsequent open-heart surgery was performed. Patient status post procedure is alive with injury.